Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix extended and retracted within specification.

Event description:
It was reported that during an implant attempt, the helix of the right ventricular (rv) lead was difficult to extend. The rv lead also displayed poor thresholds. Another lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).